Event description:
A non health care professional reported following the intraocular lens implantation the patient had experienced inflammation in eye and was diagnosed with toxic anterior segment syndrome (tass). Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).